Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier cable was loose and slipping off the roller while in use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon was attempting to clamp on a vessel/tissue bundle. The wire on the instrument kept rolling off the joint when attempting to apply the clip. This occurred during the first application. A backup clip applier was used to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument associated with this complaint and completed investigations. The medium-large clip applier was found to have a broken grip cable at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes a loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.